Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2267 alarm that occurred on the homechoice unit during dwell 10 of 12. The rn stated that she just started her shift and she heard the machine beeping. The technical service representative explained this alarm indicates air has entered set up. The rn stated that she wanted to call the peritoneal dialysis nurse for further instruction. No further information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (There is no CAPA associated with this reported condition).

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, a root cause could not be determined. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.